Manufacturer narrative:
A detailed investigation was performed by an expert from the technical service: this issue is deemed a reportable event since the malfunction led to an inoperable device. The root cause is a malfunction of an electrical component. Within this investigation it has been confirmed that the device failed to meet its specifications at the time of the event. There was no patient or user harm. The allegation in this complaint was confirmed to be a complaint. No further investigation or correction will be performed except those mentioned above. In future hamilton medical ag will report an event similar to this issue as it will be deemed a reportable event. Hamilton medical ag case number is: (B)(4).

Event description:
The following was reported to hamilton medical ag (translated from german): the word biomed received from hospital staff is that during ventilation the device alarmed visually and audibly, they said ventilation never stopped, device would not stop alarming so they shut the device down and restarted it with no issues after that. The last pm on the device was october of last year. No harm to patient or consequences.

Manufacturer narrative:
Under investigation. Hamilton medical ag case number is: (B)(4).

Event description:
The following was reported to hamilton medical ag (translated from german): the word biomed received from hospital staff is that during ventilation the device alarmed visually and audibly, they said ventilation never stopped, device would not stop alarming so they shut the device down and restarted it with no issues after that. The last pm on the device was october of last year. No harm to patient or consequences.